Event description:
During a percutaneous cardiac intervention (pci), the stent dislodged. It is known if the dislodgement occurred during the prep or inside the patient. The event date and product information were also unknown. Numerous attempts have been made to obtain addtional information unsuccessfully so far.